Event description:
It was reported that the patient was having an increase in seizures and was to have her generator replaced based on high settings and previous battery life calculation. The battery life calculation that was done on (B) (6) 2009 resulted in approximately 1.64 years remaining until end of service. The eri flag has not shown yes yet and diagnostics are all ok, but based on battery life calculation, the patient was referred for generator replacement. The physician feels that the device is near clinical end of service and is causing the increase in seizures. The patient underwent surgery on (B) (6) 2010 to replace the generator. Attempts for further information and product return have been unsuccessful to date.